Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the devices pollen filter, exhaust fan assembly and 43 micron filter were replaced as regulated by maintenance procedure to prevent failure. The rear enclosure was replaced due to damage. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.